Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down arrow button was not working properly. The customer¿s blood glucose level was unknown. The customer reports that the insulin pump was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with slightly unresponsive down arrow key button due to corrosion. During visual inspection, found the keypad down arrow key corroded.